Event description:
Clinic notes dated (B)(6) 2013 were received which indicate that at the (B)(6) 2013 visit, the vns output current was maintained at 1.0 ma and the duty cycle was decreased from 38 to 35%, by decreasing the on time from 60 seconds to 30 seconds and decreasing the off time from 1.8 minutes to 1.1 minutes. The patient had a flurry of seizures and was therefore seen in the emergency department on (B)(6) 2013. The flurry was described as: "rhythmic twitching of muscles in arms and legs and change in behaviour - he becomes agitated. He does not lose consciousness or have generalized t/c [tonic-clonic] activity." Clinic notes indicate the patient has improved, but is not quite back to normal. The patient is "twitchier" than usual, by which they mean he is having more myoclonic jerks. The patient had no breakthrough generalized tonic clonic seizures since the physician increased the vns settings. On (B)(6) 2013, the patient's mother called the surgeon's office and stated that the patient is "actively seizing". The patient had the vns generator replaced due to end of service. Follow up with the physician found that only the generator was replaced, not the leads. The increase in seizures was believed to be due to the generator being at end of service. Seizures increased as the battery neared end of service. Only the myoclonic seizures increased. There was no causal or contributory programming, medication or other external factors preceding the onset of the increase in seizures only that the battery was at end of life. No other information was provided.

Event description:
It was reported that the explanting facility destroys explanted devices; therefore, the device will not be returned for analysis.

Manufacturer narrative:
Analysis of programming history.